Manufacturer narrative:
Device remains implanted; delivery catheter and deployment line were discarded at user facility. An engineering evaluation was completed. The cause of the reported device dislocation could not be established with the information provided. However, the complaint description does state the vbx device caught on calcification, dislodging the endoprosthesis from the delivery catheter.

Manufacturer narrative:
Conclusion code 4311 was removed.

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Patient age/dob, weight and relevant medical history were requested, but not made available. Review of device manufacturing record history confirmed device met pre-release specifications. The dislodged device remains implanted; the balloon catheter was discarded at user facility. Therefore, direct product analysis was not possible. Instructions for use for gore® viabahn® vbx balloon expandable endoprosthesis state in warnings section: do not withdraw the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn® vbx balloon expandable endoprosthesis back into the sheath can cause dislocation and / or damage to the endoprosthesis, premature deployment, deployment failure, and / or catheter separation. If removal prior to deployment is necessary, withdraw the gore® viabahn® vbx balloon expandable endoprosthesis to a position close to but not into the introducer sheath. Both the gore® viabahn® vbx balloon expandable endoprosthesis and introducer sheath can then be removed in tandem. After removal, do not reuse the gore® viabahn® vbx balloon expandable endoprosthesis or introducer sheath.

Event description:
The following was reported to gore: on (B)(6) 2021, a patient presented with an iliac artery occlusion. As reported, the artery was tortuous and heavily calcified. From the common femoral access, an 8fr cordis brite tip® sheath was placed and a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was advanced to the intended treatment site. Before attempting to deploy the vbx device, the physician decided to do another angiogram as the vbx device appeared too short. The vbx device was attempted to be pulled back through the sheath after it was fully introduced into vessel. Reportedly, pressure was experienced as the device was pulled. The vbx stent was caught on calcification. Dislodging it from the balloon catheter. A new vbx device was used to pin the constrained vbx stent against the iliac vessel wall. Good blood flow was re-established to the patient's foot. The patient was reported to be doing well following the procedure.